Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. This patient presented with new onset of congestive heart failure and was found to have complex lad/ladd (left anterior descending) disease. A thallium scan showed significant viability/hibernating myocardium in the lad territory so was sent for a percutaneous coronary intervention. The target de novo lesion was located in the bifurcation of the lad and diagonal (dx). The lad had 90% stenosis of 30 mm length with timi flow 3. The vessel diameter was reported as 3.0 mm. The physician wasn't successful in inserting the xb 4 guide catheter, so inserted an xb 3.5 guide catheter. He placed the bmw guidewire into the diagonal and the luge guidewire in the lad. A maverick 2.5 x 15 balloon was placed in the first diagonal and a crossail 2.5 x 20 mm balloon in the lad and two kissing inflations were performed. The physician placed the taxus express2 8.8% 2.75 x 16 mm drug eluting stent in the diagonal and a taxus 2.75 x 32 mm stent in the lad and these stents were inflated in the kissing fashion 4 times to 14 atms. The physician then implanted a taxus 2.75 x 16 mm stent in the distal lad, overlapping the first lad stent, and inflated twice to 15 atms. Ladd contrast staining was noticed but there was no perforation or symptoms. The echo revealed no pericardial effusion. The final stenosis was 0% with timi flow 3. Heparin and abciximab were given during the procedure. The patient was recommended to take asa lifelong, plavix for at least 12 months and reopro for 12 hours. Four days later, while in the hospital, the patient had a ventricular fibrillation arrest. The patient was transferred to the ccu where elective intubation was performed. The patient was taken to the cath lab where an echo showed ef 20% with anterior and apical akinesis. On coronary angiography the left main arise off the aorta was free of significant disease. The lad was 100% occluded in the proximally stented segment. The diagonal was 100% occluded at its origin. The treatment was a successful complex dilation, atherectomy and stenting of the lad. The proximal lad was wired and a 2.5 x 20 maverick was advanced into the mid lad and multiple inflations. A rheolytic angiojet system was advanced into the lad. A proximally placed overlapping 2.75 x 16 mm taxus stent was deployed. The final angiography showed brisk flow to the apex with total occlusion of the diagonal. They elected not to intervene on the diagonal due to the small vessel. Integrilin, nicardipine and nitroglycerin were given during the procedure. The patient was recommended to take plavix and asa long term and integrilin for 18 hours post procedure. The patient's condition is reported as good. Same case as 6000093-2004-00466 and 6000093-2004-00469.